Manufacturer narrative:
B5 updated with additional information.

Event description:
Impeller flex was weaned down to p4 while not on anticoagulation for a 30 minute period subtherapeutic partial thromboplastin time (ptt) noted the entire pump run in 30¿s to 40¿s. Recommended act 160-180 which typically corresponds ptt 59-76. Multiple flow fluctuations with suction events over the weekend including hematuria and hemolysis. Pump was removed on day 10 of rp flex run. Excellent run to help wean from venoarterial extracorporeal membrane oxygenation (va-ECMO) and provide right ventricle (rv) support. The pump was discarded and the patient was reported as stable.

Manufacturer narrative:
The customer's device was not returned for analysis. The device data logs do confirm the reported issues. The cause of the pump flow, suction issues, and hemolysis were not determined as no product was returned and limited information was provided. The root cause of the reported issue of tachycardia was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Correction: complaint/patient and product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
A 76 year old female patient with an ejection fraction of 40% was admitted for coronary bypass surgery. Following the procedure, she decompensated on arrival on the intensive care ward and was brought back to the operation room without any findings. The grafts were checked and found to be patent. Overnight, the patient continued to deteriorate, and the decision was made to place an impella 5.5. During impella ramp-up, right heart failure was unmasked and the patient was placed on extracorporeal membrane oxygenation in the same session. The sternum was left open and the patient returned to the intensive care unit. After two days, the patient was weaned from extracorporeal membrane oxygenation (ECMO) and transitioned to impella rp. Upon return to the intensive care unit, the patient went into ventricular tachycardia and had to be defibrillated. The tachycardia had occurred during a sternal dressing change, and the patient was noted to be very sensitive to the reopening and closing of the sternum. Amiodarone boluses were administered. Following suction alarms on the impella rp, the pump was successfully repositioned. On the sixth day of support, the patient developed a hemothorax requiring surgical intervention. Systemic anticoagulation was halted. The impella 5.5 was successfully weaned and removed the next day. After 9 days of support, the patient showed hematuria that later was confirmed to be caused by hemolysis. After 10 days of support, the patient was successfully weaned, and the impella rp flex was also removed. Ventricular tachycardia will be coded to the impella 5.5 while major bleeding and hemolysis could have been caused by both devices. Engineering assessment: the complainant states there were "multiple flow fluctuations with suctions events over the weekend including hematuria & hemolysis". Whenever hemolysis occurs during pump support, "mechanical interaction with blood" is to be listed as a pec.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella rp flex implant, a patient went into ventricular tachycardia during a sternal dressing change. The patient was defibrillated and an amiodarone bolus was administered in response to the condition. Nine days into support, the pump began experiencing intermittent suction issues and reduced flow rates. Blood products were given to counteract the suction. Hematuria was observed and the patient's labs hemolyzed by the following day. The developing condition prompted early removal of the impella rp flex pump.